Event description:
Ponsky was inserted in 2004 with no complications after the removal of the previous ponsky which the dome remained in the stomach when it was pulled out. When the doctor removed the ponsky today, only the tubing came out and the dome again had remained in the stomach like the previous time. This time, they did not remove the dome endoscopically because the pt has cancer of the esophagus, it will come out by itself. The pt had cut the tubing on many occasions because it had a little hole in it because pt uses the forcep to connect to the feeding tube.